Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, sensing anomaly was observed on the left ventricular lead, the lead was not used. Another lead was implanted successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.